Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, d4 (expiration date), g3, g6, h2, h4, h6 the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a patient with a 23mm magna ease was placed under evaluation for a valve-in-valve procedure after an implant duration of approximately 8 years due to severe stenosis. The patient presented with acute on chronic chf, dyspnea and chest pain. The patient expired prior to an interventional or surgical procedure. The cause of death is unknown. Per cv surgeon the cause of death unknown, the patient died prior to planned tavr for severe stenosis of the aortic valve. The edwards device did cause or contribute to the death. Per medical records. The patient presented on (4/12/23) with chest pain and was diagnosed with acute on chronic chf, elevated troponin, previously diagnosed with severe as. The patient was cleared by ID for tavr, clearance related to recent history of cellulitis and cystitis. Patient was discharged eight (8) days after admission. The case was discussed at tavr valve conference 4/20/23. The plan was for the patient to follow up with CT surgery and plan valve in valve tavr replacement. The patient expired prior to a valve intervention or surgical procedure ten(10) days after discharge.

Event description:
It was reported that a patient with a 23mm 3300tfx was placed under evaluation for a valve-in-valve procedure after an implant duration of approximately 8 years due to stenosis. The patient expired before the procedure was performed. The cause of death is unknown.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of CABG, cad, dm and hld. Although the product was not returned and there is an allegation the edwards device caused or contributed to the patients death, severe stenosis after an implant duration of 8 years is related to patient factors including various comorbidities and is not a result of a manufacturing non-conformance. Additionally, there is no evidence of product failure with regard to design, reliability, or use error. An edwards defect has not been confirmed.

Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm magna ease was placed under evaluation for a valve-in-valve procedure after an implant duration of approximately 8 years due to unknown reason. The patient expired before the procedure was performed. The cause of death is unknown.